Manufacturer narrative:
UDI# (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the lot number m6069t503 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device has not been returned yet.

Event description:
(B)(4) received a single report that referenced two different incidences, which were associated with separate units, involving two patients. This is the second of two reports. Refer to 8030647-2016-00209 for the first patient. The customer reported that a catheter broke away from the hub when it was pulled back. The distal portion of the catheter was removed manually and replaced with another similar product. The patient did not experience any adverse effects. No additional information provided.